Event description:
Chronic tia; (B)(6)/m/asian: (B)(6) and residing at (B)(6). Had chronic tia episode, left limb weakness improved in 5 days after 7 days high dose double. FDA safety report ID#: (B)(4).